Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the needle would not exit the sheath and the physician had to cut the sheath a little to allow the needle to come out. The procedure was successfully completed with this device. Per the investigation results, the needle broke at some point. The physician was unaware of the needle breaking, and the needle did not detach inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed reportable based on the investigation finding: needle broken.

Manufacturer narrative:
The patient's age is unknown; however the patient was approximately in her 70's. Visual evaluation of the returned device found that the working length of the device was cut by the user. The distal end of the device was cut off and not returned. Functional evaluation found that the needle extended out of the cut distal end when the handle was actuated. The needle did not meet specification when measured from the end of the cannula to the distal tip, indicating that the needle broke during use. The broken needle tip appeared burnt/blackened from use. The condition of the returned device could not be functionally verified with respect to needle extension due to the condition of the returned device. Review and analysis of all available information indicated the most probable root cause for this event was "operational context"; it is possible operational/procedural factors encountered during the procedure (such as customer manipulation/maneuvering/use or needle interaction with the scope) caused an inadvertent breakage of the needle contributing to the event. The device history record review found the device met all manufacturing specifications.